Event description:
It was reported that the battery is too old (error code 41541; lec a245). There was no patient involvement, the event occurred during a functional test.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seals to be missing and the device to be in good condition. Functional testing was able to confirm the reported problem. It was determined that the fluid ingression on the main board was the root cause. The main board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.